Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was too close to diafragma. The lv lead was explanted. No additional adverse patient effects were reported.